Manufacturer narrative:
Qn #(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the iabc central lumen was noted broken near the proximal end of the bladder, which caused blood to enter the helium pathway. Additionally, there was more damage found near the location of the central lumen break; however, the cause of the damage could not be determined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. Corrected data: correction, no other iab was inserted into the patient. Therapy was discontinued.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient in the cath lab for hemodynamically unstable stemi, preop. Open heart surgery (ohs) was performed on the patient and returned to operating room (or). When the patient was returned to the unit and the iab placement was noted as low on cxr. The dr. Repositioned the iab at bedside and alarms occurred and blood was noted. As a result, the iab was successfully removed at bedside without incident. The patient remained stable post removal, another other iab was inserted, therapy was discontinued. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient in the cath lab for hemodynamically unstable stemi, preop. Open heart surgery (ohs) was performed on the patient and returned to operating room (or). When the patient was returned to the unit and the iab placement was noted as low on cxr. The dr. Repositioned the iab at bedside and alarms occurred and blood was noted. As a result, the iab was successfully removed at bedside without incident. The patient remained stable post removal, another other iab was inserted, therapy was discontinued. There was no report of patient complications, serious injury or death.